Event description:
It was reported that during the implant attempt, there was significant tricuspid regurgitation. The lead was not used and was replaced with an active-fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found; full lead returned and analyzed.